Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a severe stomach infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2025, and the patient¿s ceftazidime was discontinued and replaced with ip cefazolin daily (dose, duration not provided). While hospitalized, the nephrologist and the patient decided ccpd was no longer appropriate for the patient given her physical condition (elderly, deconditioned), and her pd catheter (not a fresenius product) was surgically removed on (B)(6) 2025. A tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed the same day, and the patient permanently transitioned to hd for rrt without reported issue. The patient will be transferred to a rehabilitation hospital today and will begin physical and occupational therapy. The patient is recovering from the serious adverse events and has tolerated the transition to hd without any reported issues. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. The patient admitted she has not been disinfecting her hands prior to initiation or termination of treatment. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a severe stomach infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2025, and the patient¿s ceftazidime was discontinued and replaced with ip cefazolin daily (dose, duration not provided). While hospitalized, the nephrologist and the patient decided ccpd was no longer appropriate for the patient given her physical condition (elderly, deconditioned), and her pd catheter (not a fresenius product) was surgically removed on (B)(6) 2025. A tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed the same day, and the patient permanently transitioned to hd for rrt without reported issue. The patient will be transferred to a rehabilitation hospital today and will begin physical and occupational therapy. The patient is recovering from the serious adverse events and has tolerated the transition to hd without any reported issues. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. The patient admitted she has not been disinfecting her hands prior to initiation or termination of treatment. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.